Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. Additionally, the instrument was found to have a frayed grip cable at the yaw pulley. Some bundles of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The instrument was also found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the fenestrated bipolar forceps instrument stopped working. The instrument was found with a broken wire. A backup instrument was used to complete the procedure with no reported injury.